Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose (bg) displayed as "high" on cgm; cause was unknown. Elevated bg was addressed via a correction bolus and multiple infusion set and cartridge supply changes. System check with tandem technical support confirmed that the pump was functioning as intended. However, customer declined to continue with systems check as bg was trending down. Customer declined any additional troubleshooting.